Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined b3-date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-06088 it was reported that patient leads had twisted as if the ipg had been flipping causing the leads to pull inferiorly. Patient has lost weight. As a result, surgical intervention was undertaken wherein the lead were explanted and replaced. Effective therapy was restored post operatively.